Event description:
The patient was undergoing an embolization procedure using a ruby coil. During the procedure, the coil had to be recaptured out of the px slim microcatheter and back into the orange sheath. Upon retraction into the sheath, the coil detached from the pusher and could not be used. It appeared that the device was being used correctly however, the coil still detached the coil. The patient was doing well since the coil was not in the patient when the event occurred.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.